Event description:
It was reported that the pulse generator was found to be operating in backup mode. A firmware download was able to successfully restore the device. The patient was in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.